Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a time/clock anomaly. The customer stated that the time was changing on its own. Sometimes it would go back and sometimes forward. The time difference was greater than 3 minutes. The customer experienced high blood glucose and ketones. Blood glucose level at the time of incident is unknown. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored for ten day and no time loss or gain anomaly noted. Device uploaded properly using care link pro and all bolus data recorded properly on data report. No time change or loss anomaly noted. Device had cracked case at display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.